Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. The reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a target lesion in the saphenous vein graft (svg) to the obtuse marginal (om), a perforation occurred. The size of the perforation required two graftmaster stents; however, the site had only one 2.8 x 16 mm graftmaster stent available. The 2.8 x 16 mm graftmaster stent was deployed at the perforation site and a second 2.8 x 16 mm was located at a nearby site. While the site was waiting for the arrival of the second graftmaster stent, balloon inflations were performed to treat the perforation and to keep the vessel open. The patient experienced chest pain and the oxygen saturation (o2 sats) level dropped, possibly due to the patient's initial condition and the perforation. The patient was placed on a nonrebreather mask and the o2 sats increased. The second 2.8 x 16 mm graftmaster stent ((B)(4)) was deployed and the perforation was sealed. Post graftmaster stent implantation, a thrombus was noted in the svg-om, distal to the covered stents, possibly as a result of the multiple balloon inflations performed during the wait for the second graftmaster stent. Thrombectomy was performed and it was noted that the perforation was longer than originally thought. Additional balloon inflations were performed to treat the remaining perforation. Post procedure, the patient was in stable condition. No additional information was provided.